Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. It is unknown if the lens was an approved model/diopter. The account indicated the use of an unapproved viscoelastic. Root cause: no lot number or sample was provided by the customer. The root cause cannot be determined at this time, but may be related to a failure to follow the dfu. The viscoelastic is not approved for use with this cartridge. The use of an unapproved viscoelastic may contribute to unpredictable outcomes, which may result in lens damage or improper delivery. Action taken: no further action is warranted at this time. Complaint trends will continue to be monitored and further action will be initiated when deemed necessary by the appropriate responsible management personnel. Additional information has been requested. (B)(4).

Event description:
A nurse reported that during intraocular lens (iol) implant surgery, the lens propelled from the injector across the anterior chamber, striking the iris and resulting in a hyphema. The surgery was completed and the lens is in place. An unapproved viscoelastic was used during the procedure. Additional information has been requested.